Event description:
According to a copy of an operative report received from the initial rptr, the pt had been "doing fine until recently" when pt began having symptoms of dyspnea and was admitted to the hosp with heart failure. Findings at the time of the operation indicated that "there was some clot and pannus formation along the lesser opening" of the aortic prosthesis. The leaflet function appeared satisfactory and no other abnormalities were reported.

Event description:
According to information received from the initial reporter, the patient had their bjork-shiley convexo-concave heart valve in the aortic position explanted "due to thrombus." The patient's bjork-shiley convexo-concave heart valve located in the mitral position was reported to have been electively explanted during the same procedure. The patient survived surgery.